Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with 0.6 ml of juvéderm® volift¿ with lidocaine in the lips and 0.4 ml in the ck3. Two weeks later, patient presented with red, hard lumps in left ck3 and in the lips and "major swelling in left undereye region and in the lips." Treatment included 1000u hyaluronidase in affected region, ciprocinal capsules 500mg 2x1, and pronisone 20mg. Hcp advised, upon review, "all tae changes are in regression."